Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event could not be duplicated. However, it was noted the locking mechanism is not protecting the pins, a non-olympus lamp meter was installed reading approximately two hundred hours and the lamp output measured within range. There was corrosion was noted on the front panel of chassis, lamp door and front shield. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that when the evis exera iii xenon light source is plugged in the screen is fuzzy with a communication error code (b30). There were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not reproduced, but since it was confirmed that the lock pin of the scope socket was defective, it is likely that it was caused by an abnormal communication with the endoscope. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.